Event description:
Customer reported an error condition of vote-out (non-numeric results) for the hemoglobin parameter was generated when using when using the coulter® lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to evaluate the analyzer at the customer's facility. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The error condition of vote-out (non-numeric results) for the hemoglobin parameter was generated, alerting the operator. On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found film buildup inside the hemoglobin cuvette. Film was present after multiple bleach cycles. The fse replaced the cuvette, tubing, and lamp. The fse ran a shutdown/startup, latron, 5c controls and precision with good results. Instrument was verified. (B)(4).